Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection noted that the tubing had completely separated from the solvent-bonded area of the stress member. Microscopic examination of the tubing revealed evidence that solvent was applied on the tubing during manufacturing of the product. The reported condition was verified. The cause of the condition could not be determined. An ncr has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a small volume infusor separated from the stress member. This occurred before use of the device. There was no patient involvement. No additional information is available.